Manufacturer narrative:
We have now concluded our investigation into this complaint. The device was returned for evaluation. Visual inspection and functional evaluation of the complaint sample confirmed that there was an error code. On this occasion, the root cause of the reported issue was due to the power up error code failure on the device. A review of the device history record showed that this unit passed all acceptance criteria and was compliant upon release for distribution. There were no indications to suggest the device did not meet product specifications.

Manufacturer narrative:
Updated: h3, h6: the device, used in treatment, has been returned and evaluated. A visual inspection found no defects, the functional evaluation found that upon start up the device displayed the 4006-error message, establishing a relationship between the event reported and the device. This message is displayed when the coin cell battery that stores time and date functions has depleted. The coin cell battery only discharges when the main battery has also been allowed to discharge. The coin cell battery was replaced and a functional test found no further fault, the main battery was able to charge and hold charge. A review of the device history showed that this unit passed all acceptance criteria and was compliant upon release for distribution. There were no indications to suggest the device did not meet product specifications nor did it allege any product deficiencies. Complaint history has been reviewed and similar instances have been recorded, these instances are being monitored, with additional work being conducted to prevent re-occurrences of this type. This complaint has now been closed and recorded as device performed within expected parameters. No further actions by smith and nephew are deemed necessary at this stage. However, we will continue to monitor for any adverse trends relating to this product range.

Manufacturer narrative:
Foreign zip code "(B)(6)".

Event description:
It was reported that during treatment the renasys pump was failed 4006 error, would not be charged. The treatment was continued with a backup device. No patient harm reported.